Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.13" x 0.04" was found to be broken off the yaw pulley. The broken piece was not returned. Failure analysis found the primary failure of instrument grips-tips broken to be related to the customer reported complaint. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: this looks like the grip tang at the base of the grip assembly is bent/dislodged. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the joining part between the jaw and the wrist of the prograsp forceps instrument was found broken. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the issue was identified while dissecting the tissue and no fragment fell inside of the patient. There was no observed intraoperative collision or misuse involving the instrument.